Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The novasure disposable device was not returned. The failure analysis has been completed for the returned radio frequency controller (rfc). Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot number were not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that a uterine perforation occurred during an attempted novasure endometrial ablation in (B)(6) 2010. We have been unable to obtain add'l info surrounding this event.